Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this right atrial (ra) lead was explanted for unknown reason. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the right atrial (ra) lead was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead was explanted for unknown reason. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted for unknown reason. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the right atrial (ra) lead was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the investigation results. This supplemental report was created to update the entry in h6: patient codes.